Manufacturer narrative:
Investigation is ongoing.

Event description:
We received an allegation of questionable results for 1 patient's sample tested with tp2 (total protein) assay on cobas pro c503 analytical unit. The questionable value was reported outside of the laboratory to a physician. On (B)(6) 2023 the customer ran the patient's sample and got the following: 1st run at 4:41 p.m. Tp2 value was 92.7 g/l. At 4:46 p.m. The tp2 rerun results were 69.6 g/l and 69.8 g/l. At 5:05 p.m. The tps rerun results were 69.8 g/l and 70.1 g/l. The tp2 reagent lot number was 65383601 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The investigation determined that since not enough information was provided, a specific root cause could not be identified.